Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump incorrectly calculated a bolus. Customer reentered their values and pump correctly calculated bolus. Customer's blood glucose was 131 mg/dl. Tandem technical support reviewed pump data and no issues were identified. Reported issue had not reoccurred. Customer required no further assistance.